Manufacturer narrative:
It was reported that during testing at the manufacturer facility, the saw caused a bias current warning to be displayed on the console. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.during the device evaluation, the motor sockets were found to be damaged, which was determined to be a probable cause of the report of the unit running without user activation due to an electric short leading to hall sensor activation. An electrical short in the motor circuit was determined to be a probable cause of the reported bias current warning due to a voltage change.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, that the saw was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.